Manufacturer narrative:
At this time the root cause is unknown. Thermo fisher scientific tested retain material from the impacted lot and confirmed that the assay components are performing as expected. Based on the preliminary investigation, the issue may be related to the specific instrument or possible variations in workflow being used by the customer. This investigation is ongoing, and a follow-up report will be submitted once a root cause is determined. Additional information 22nov2022: thermo fisher scientific was unable to reproduce the issue the customer was experiencing using lot retain material; however, further discussion with the customer indicated that the customer may have used the wrong assay mix with the test. The customer aliquots assay mix in advance and stores it in the freezer. Our r&d team was able to confirm that using the wrong assay mix (taqpath covid-19 combo kit reagents instead of taqpath¿ rt-pcr covid-19, flua, flub kit reagents) could give results with the same phenotype that the customer reported. An applications scientist was sent to the customer's site to review the workflow with the customer, and they have not experienced similar issues since.

Manufacturer narrative:
At this time the root cause is unknown. Thermo fisher scientific tested retain material from the impacted lot and confirmed that the assay components are performing as expected. Based on the preliminary investigation, the issue may be related to the specific instrument or possible variations in workflow being used by the customer. This investigation is ongoing, and a follow-up report will be submitted once a root cause is determined.

Event description:
Customer reported an increase in dual positive samples for covid-19 and flu a while using thermo fisher scientific's taqpath¿ rt-pcr covid-19, flua, flub kit on their 7500 fastdx pcr instrument, between (B)(6) 2022 and (B)(6) 2022. After review of the data provided by the customer, thermo fisher scientific was able to confirm that ten (10) of the suspected dual positive calls were false positive for flu a while giving true positive results for covid-19.